Event description:
Reporter alleged that on (B)(6)2009, the pt received a discrepant blood glucose result of 72 mg/dl at 3:17 back to back with a result of 147 mg/dl at 3:21 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the pt received a discrepant blood glucose result of 15 mg/dl at 6:09 back to back with a result of 175 mg/dl at 6:10 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the pt received a discrepant blood glucose result of 54 mg/dl at 22:06 back to back with a result of 145 mg/dl at 22:08 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.